Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, opening on anterior side assessed, as unidentified (tear) opening. Shell thickness within specification. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted.

Event description:
The device has been explanted.